Event description:
The iab leaked. The iab was removed and a second was inserted. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: none from the event-reported 11/21/97. Pt's current status: unk-rpt'd 11/21/97.